Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer states that she never had same problem before but latest reservoir that she bought, there are always air bubbles a few hours later and it's like soda pop. Couldn't gather them into a largo one. Then, it causes the blood glucose to rise. After a while, air bubbles in reservoir causes air space in infusion set tubing. The customer states there were no leaks at connection between tubing and reservoir the reservoir will not be returned for analysis.